Event description:
Spontaneous call from patient to report that her pump turned off and she is unsure if any medication infused for past 24 hours. Patient reports that despite suspected lapse in therapy. She experienced no adverse events. Patient switched to backup. Patient was unable and unwilling to troubleshoot pump. Pharmacy advised patient we would replace device. Serial number for pump is (B)(4). Did fault occur while in use? Yes, did product issue cause clinical injury? No. Is device available for return? Yes. Did we replace device? Yes. Reported to (B)(6) by: patient/caregiver. Diagnosis or reason for use: pah.